Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely tortuous and moderately calcified forearm vessel. A 4.0mmx40mmx80cm sterling¿ balloon catheter was advanced to the lesion for dilation. The balloon was inflated however it ruptured at 14 atmospheres on the third inflation. The device was removed completely from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).